Manufacturer narrative:
The associated device was returned and evaluated. A visual / functional inspection of the returned device could not confirm the stated failure mode. The device was manufactured in 2011 and exhibits signs of significant wear/usage. The device functioned as intended with its mating parts. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery proximal drop broke into two pieces and wouldn't target proximal screws. There was no harm to the patient or staff. There was a 15 minute procedural delay. There was no smith & nephew back up available.